Manufacturer narrative:
The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse). Customers biomed mentioned that a cold start of the intellivue x3 was performed, which resolved the reported issue. Based on the information available, the exact cause of the reported problem is unknown. A cold start of the intellivue x3 was performed. However, the exact cause for the reported issue could not be established. If additional information is received the complaint file will be reopened.

Event description:
It was reported that a speaker malf. Inop was displayed on the intellivue x3. It is unknown if sound was still coming from the device. The device was not in use on a patient at the time of the event.

Event description:
It was reported that a speaker malf. Inop was displayed on the intellivue x3. It is unknown if sound was still coming from the device. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.